Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in completing the loading process and resuming insulin delivery. The customer requested and agreed to receive a replacement cartridge and infusion set, switching from asxc 6mm 23'' to as90s for the replacement.